Manufacturer narrative:
No devices were returned to the manufacturer for analysis.. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a tumorectomy procedure. It was reported that, at the time that an accuracy check was requested in sterile state, "x" icon was displayed for the camera button and the localizer was not connected. The issue persisted despite replacing the positioning sensor unit (psu) and polaris spectra system control unit (scu). The site proceeded with the case by switching to em instead. There was a 1.5 hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
Following the replacement of the positioning sensor unit (psu) to polaris spectra system control unit (scu) cable, computer of the navigation system and the power supply, a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system passed the system checkout. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned computer resulted in a physical damage failure found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen. The computer was able to connect to an axiem localizer multiple times in the software application. The computer was received with a broken cpu fan holder. It was also noted that it was confirmed that the computer will. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned scu to psu cable resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the cable passed a continuity test with no opens or shorts detected. No problem found. Analysis on the returned power supply resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the power supply had normal outputs for all ports when connected to ac. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the localizer was not connected. The manufacturing representative replaced the polaris spectra system control unit (scu) to positioning sensor unit (psu) cable, the computer, and the power supply. Once the components were replaced, the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.